Event description:
It was reported that prior to use foreign matter was discovered on catheter tip with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from japanese to english: when taking out iag from the package, white fm was on the catheter tip.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unused insyte autoguard bc retracted 24ga unit without packaging from material number 381012, lot number unknown. In addition, two photographs were received which displayed similarities to that of the returned unit. Through the visual examination, the unit displayed fibers on the tubing shaft near the tip. Further spectral analysis shows that this material is most likely cardboard mixed with silicone. Silicone is expected to be found as it is used on catheter tubing as a lubricant. Non-perforated carboard is allowed in some manufacturing areas (due to its reduced flaking) to alleviate cardboard flakes or strands from getting into the product. It is possible that the "cardboard" particle was accidentally introduced through operator¿s gowning or through environmental factors. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use foreign matter was discovered on catheter tip with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: when taking out iag from the package, white fm was on the catheter tip.